Manufacturer narrative:
The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the reported issue is consistent with abnormal functionality of the radio frequency printed circuit assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that during an ablation procedure, the customer received ¿checked grounding pad¿ message when ports 3 /4 were used, replacing the grounding pad did not resolve the issue and the procedure was abandoned.